Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 50 months after implantation, insulation damage of the leads was observed. The leads were explanted and replaced. This incident was already reported in MDR-1028232-2019-05399 with an incorrect serial number (B)(4). A correction has been filed and the previous file will be closed.